Event description:
Damage to the pump housing and usb port was reported, affecting the customer's ability to charge the device, although the pump did not shut down. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer planned to use multiple daily injections as backup therapy, and a replacement pump was arranged by technical support, who also guided the customer on returning the damaged pump using a pre-paid label.